Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl) and insulin injections were administered to address the bg level. The customer thought the cause of the high bg was due to the pump. No specific issues with the pump was provided; however, the customer's bg would remain within the target level when insulin injections were used for a bolus, but would remain high when bolusing with the pump. A pump system check was performed and no device issues were identified. A review of the pump data found no apparent issues with the pump and the cartridge was found to have been used longer than the labeled 72 hours. Tandem technical support informed the customer that novolog was labeled for 72 hours with the cartridge. The customer acknowledged the information.